Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized two days ago for a high blood glucose of 500 mg/dl and diabetic ketoacidosis. She stated that she was drinking a lot of diet coke that day. Troubleshooting to inspect the insulin pump did not occur since the customer's phone died. She called back a couple minutes later and said that she did not believe the pump was delivering enough insulin. She would deliver boluses and still run high. The customer has had a hyperglycemic episode in which her blood glucose exceeded 600 mg/dl. The customer was advised to change her infusion set to rule that out as an issue. Troubleshooting for her high blood glucose was declined since she did not have time. No products were shipped or returned.